Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013; pt: a; inratio: 2.2; lab: approx 8.0 or 9.0. On (B)(6) 2013; b; 3.2; approx 8.0 or 9.0. Venipuncture for both pts taken >3 hours and <c12 hours after finger stick. Exact lab results not available. Therapeutic range for both pts 2.0 - 3.0. Both pts were treated with vitamin k.

Manufacturer narrative:
The customer reported discrepant low results on pt's a and b. Pt b is anemic but the hematocrit is unk. A hematocrit that is higher (> 55%) or lower (<30%) than the validated operating range of inratio systems can cause an inaccurate result or testing errors. Pt b also has chronic kidney disease and is undergoing dialysis. The customer's current health status cannot be ruled out as a possible root cause for the observed inr results. The inr and lab results provided by the customer were performed more than three hours between the readings. Since the time of the tests exceeded three hours, changes in the two pts' status may have contributed to unexpected results. Three hours is considered a reasonable length of time between readings in order for comparison to be valid. For this reason, no further analysis of the client's data was performed. Since a lot number was not provided, and the product associated with the complaint is not expected to return, product support was unable to perform further analysis. The data points provided exceeded 3 hour testing window. It si not possible to rule out that the change in value was not due to a change in the pt's status. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. Pt b was identified with having a history of being anemic. As stated in the product insert, inratio has limitation that the hematocrit ranges 30-55% have been shown to not affect test results. Both pt's medical conditions as a cause of the unexpected results cannot be ruled out. No strip lot info was available. This issue will be subject to tracking and trending. Corrective action not required at this time.